Event description:
Initial info received on (B)(6)-2011 from a consumer. A (B)(6) female pt with an unspecified medical history received injection of poly-l-lactic acid (sculptra, batch number a09030 and expiration date 01-feb-2011) in cheek on (B)(6)-2010. An unspecified timeframe later, the pt presented with an unspecified big granuloma on 1 cheek. On the same cheek, she also experienced very crumpled skin. It was also reported that initial occurrence of injection site nodules reported by the pt had not been confirmed. Therapy with poly-l-lactic acid was stopped on (B)(6)-2010. At the date of the contact, the outcome of the events of injection site granuloma and crumpled skin on injection site was persisting. The case had been registered in the quality assurance data base under the product technical complaint number (B)(4). Pharmaceutical technical complaint results: an investigation has been performed and the results are discussed here as follows: sculptra batch a9030 (B)(4) has been mfg on 28/02/2009. Both semi-finished and finished (packaging) documentations have been re-checked and no anomaly that can be related to the event reported has been picked out. The analysis certificate at the release step of sculptra batch a9030 has been checked and all the results complied with specs. Nevertheless since we have not received the complaint sample, we reserved close this complaint as no conclusion possible for the lack of an important element of eval that is the complaint sample itself. Add'l info was received on (B)(4)-2012 from (B)(4). Event of injection site granuloma, crumpled skin on injection site and ptc report added. Event outcome updated.

Manufacturer narrative:
Add'l info received on (B)(4)-2011; no investigation possible.